Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
A patient reports while wearing a pod between 4 and 24 hours the pods cannula had become dislodged from the infusion site (arm). Upon removal of the pod the patient reports having a rash and purulent discharge at the pod infusion site. The patients reported blood glucose level was between 120 mg/dl and 250 mg/dl. The patient had gone to a scheduled appointment with their dermatologist where they were prescribed a topical medication.